Event description:
An olympus representative reported on behalf of the customer that the suction button did not come off when using a gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was a foreign body in the forceps channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (suction button did not come off) was not confirmed. In addition to the foreign body in the forceps channel, additional evaluation findings were as follows: the bending angle in the up direction did not meet the standard value, the control unit had discoloration, the adhesive on the bending section cover had a crack and a chip, and the up/down knob was out of the standard value. The following components had scratches: the scope connector cover unit, the scope connector, the protector of the universal cord on the control section side, the universal cord, the grip, the suction cover, the free/engage lever and knob, the light guide cover glass, the up/down knob, the control unit, the switch box, switch 2, the suction cylinder, the adhesive on the bending section cover, the right/left knob, and the plastic distal end cover. Additional information obtained: the device was cleaned, disinfected, and sterilized before being sent to olympus. The customer was aware that foreign material adhered to the endoscope and there was no delay in the start of precleaning. The device was aspirated with water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The device was wiped/brushed with clean lint-free cloths, brushes, or sponges. The customer brushed the instrument channel, instrument channel port, and suction cylinder. A review of the device history record confirmed that the device was shipped in accordance with specifications. It has been over one year since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the device could not be identified. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: the operation manual addresses the event in chapter 3: preparation and inspection. Section 3.3: inspection of the endoscope: 2:inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 4:holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. Section 3.8: inspection of the instrument channel: 1:insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2:confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve. Olympus will continue to monitor the field performance of this device.